Manufacturer narrative:
B4:13jul2021. The customer reported that the touchscreen was replaced and the issue improved, but the values still vary +/- 1 and the customer cannot use the navigation ring. A quote was sent to the customer.

Manufacturer narrative:
Report date: (B)(6) 2021.

Event description:
It was reported that the ventilator ventilates correctly but to make user adjustments (example in volume) the values vary by themselves and it is impossible to select a value. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.

Manufacturer narrative:
B4: 14aug2021: information was received that the issue occurred during set up for use, there was no delay to therapy. The front bezel was replaced to address the issue and the unit was return to use. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.